Event description:
A pt reported blood glucose results of 189 mg/dl, 150 mg/dl, 120 mg/dl and 139 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.